Manufacturer narrative:
The mayfield skull clamp (a3059) was returned for evaluation: device history record (DHR) - the DHR was reviewed, and no anomalies related to the reported failure was observed. Failure analysis - investigation of the returned unit was unable to duplicate the reported issue. The swivel lock can be opened and closes properly. It has been tested under pressure (20,40,60,80 lbs.) And has no movement. The thread and starburst teeth are in a good condition; the ratchet extension can be inserted fluidly into the base and it can be fixed properly. The torque screw is really good to tighten and shows the right values under pressure; no spare parts are needed. The unit has been subjected to a successful functional check and it meets the manufacturer's specifications. Root cause - evaluation found no device deficiencies that would have contributed to the reported complaint. The returned clamp showed no defects. The swivel lock moved properly, the torque screw was tested under pressure and had no movement. The probable root cause of the reported complaint is improper or suboptimal placement of the skull clamp on the patient. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
Two events were reported involving this same mayfield device - refer to mfg report number 3004608878-2025-00043: a facility reported that when removing the mayfield composite series clamp (a3059), the surgeon noticed that one of the tips had slipped, causing a scalp wound of approximately 1 cm requiring suturing with staples. Here has been no feedback on the patient's condition to date.